Event description:
As reported, post implant of galaflex "several patients with poor resorption and persistently palpable products >2 years out."

Manufacturer narrative:
As reported, post implant of galaflex "several patients with poor resorption and persistently palpable products >2 years out." The information provided is limited, multiple attempts were made to obtain additional information however, there has been no response. Based on the information provided, no conclusions can be made as to if/why the device did resorb as expected. No lot number has been provided; therefore, a review of the manufacturing record is not possible. The IFU provided with the device states; bioresorption of the scaffold material will be essentially complete within 18-24 months. Note, the date of event (24-jun-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.